Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results of ¿88 and 115 mg/dl¿, ¿117 and 97 mg/dl¿, ¿245 and 196 mg/dl¿ and ¿218 and 228 mg/dl¿ with the lifescan meter, performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.